Event description:
Sigmoid resection. Plc60 was loaded with plcr60b reload and was fired. Pc displayed "firing complete" but there was one laterally deformed staple observed. Manual oversewing was done to complete the case.